Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Functional testing confirmed the reported condition as a large leak occuring on the fill port. The cause of the condition is unknown; however the condition likely occurred during customer handling as the magnified inspection identified a hole in the inlet tubing on the fill port, which was have created on obvious leak during compounding. Additionally, the manual add port had been used. A manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have pinhole leaking close to the ports. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.